Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the middle tubing (port). This issue was identified in the pharmacy, before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacture date: the lot was manufactured from november 19, 2022 to november 20, 2022. Two (2) actual devices were returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed, and a leak was observed at the spike port bonding area of both samples. The reported condition was verified. The cause was most likely inadequate or lack of cyclohexanone applied to the spike port tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.